Event description:
On (B)(6) 2012, at 16:22 hours, our fire department paramedics and emt-intermediates responded to a cardiac arrest. The call was initially dispatched as a seizure, upon arrival of the ems crew, the pt's husband was performing CPR. The pt was in a pulseless electrical activity "paced rhythm" and acls protocols were followed, pt was placed on an autopulse board, secured and then transported. The pt was successfully "confirmed with capnography" endotracheally intubated, and the tube was secured. The pt did not have return of spontaneous circulation in the prehospital arena. Upon arrival at the hospital in the ambulance bay, before the pt was unloaded from the rescue, the pt was noted to be in ventricular fibrillation. The pt was defibrillated with 200 joules from a lifepak 15 monitor/defibrillator using conmed multifunction electrodes. Upon defibrillation the paramedics describe a fire starting at the right side of the pt's head, the bag valve mask and oxygen tubing started on fire. The fire was extinguished with a bag of normal saline, and the pt sustained burns to the right side of her face, her scalp, ear and right shoulder. The pt was brought into the ER and resuscitation was continued in the ER for approx 20 minutes and then the resuscitation was called. The pt never had pulses throughout the entire resuscitation effort in the field or in the ER. The firefighters were not physically burned. (B)(6) county coroner investigators were called and began their investigation. Once the pt's husband was told that his wife was not successfully resuscitated from her cardiac arrest and had died, both the emergency physician and the fire department deputy chief disclosed to the pt's husband what had happened and he was specifically told about the fire and the burns. The involved equipment and the entire rescue unit were secured; all materials inside the rescue were placed in evidence bags by the investigators and remain secured at this time. Our city's jurisdictional marshalls were called and the (B)(6) police department was also notified of the event. The detectives from (B)(6) police investigated the event and examined the rescue involved in the event and released the rescue back to our custody. It remains out of service and secured at this time. In addition to our internal investigations and processes, we attempted to speak with representatives from the FDA device reporting section 1-800-638-2041 on (B)(4) 2012 and again several times on (B)(4) 2012 to discuss the events and get advice on the proper reporting steps and procedures. As we are not sure of which devices that were involved in the pt's care may have contributed to this accident, we are reporting the use of the monitor/defibrillator and the autopulse. We are not attributing the fire to these devices but are reporting them for your info and review. We have contacted the manufacturers of the two devices are awaiting their return call regarding the appropriate contact person for their regulatory reporting. We are requesting to speak with a rep from the FDA device section to help ensure that we are following appropriate reporting processes and to ascertain other required investigative needs.